Manufacturer narrative:
It was reported that customer was assisted by an olympus representative during troubleshooting with the suspected otv-s190 unit and the customer stated that end user connected multiple camera heads and scopes to the otv-s190 and still received e315 and b30 error codes. The customer stated that the otv-s190 was power off, camera head removed, and unit powered back on and received no error codes. However, the otv-s190 units was then power off, scope connected, and units turned back on, but received scope error e315. The olympus representative then, transfer the customer to the olympus service center for the suspected otv-s190 units to be send in for repair and to arrange for a loaner unit. The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, damaged rear panel and dented power supply housing were noticed. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the visera elite video system center exhibited e315 scope error and b30 scope communication error code when plugged in a camera or a scope. The event occurred during preparation for use, prior to an unknown procedure. It was reported that there was no delayed and the procedure was completed with a backup device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The device evaluation did not reproduce the reported problem and a definitive root cause for the reported event could not be identified.